Event description:
During verification testing at the service center, the device alarmed with an e360 (screw rotation error) error code.

Manufacturer narrative:
During testing, the device alarmed with an e360 (screw rotation error) error code. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.